Event description:
A caller reported a tandem mobi cartridge alarm, confirmed as cartridge alarm 35, which did not result in an adverse impact on the customer's blood glucose level. Technical support confirmed that the issue did not occur during the load process and that the customer had not previously reported similar alarms with this specific pump serial number, although issues had occurred with consecutive cartridges. To resolve the problem, technical support arranged for a replacement pump to be sent, advised the caller that the new pump would include updated software, and provided instructions for returning the problematic pump, including setting it into storage mode beforehand. The caller was informed of the need to program their settings and connect their cgm to the replacement pump, and understood all instructions given.